Manufacturer narrative:
E1: initial reporter's establishment name; (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was not recognized even when locked. There was no reported patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection during analysis. The customer reported complaint was confirmed. It was found that the latch lock sensor failed. The latch lock sensor was replaced.